Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving an accolade (127 deg) size 3.5 was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients hip (unknown side) was being revised due to pain and pseudo tumor on MRI. Surgeon did not comment intraoperatively.

Event description:
It was reported that the patient's hip (unknown side) was being revised due to pain and pseudo tumor on MRI. Surgeon did not comment intraoperatively.